Event description:
Reporter noted three small oil bubbles came from cutter during reflux to clear vitreous hemorrhage. Lensectomy performed due to oil spreading onto posterior capsule of lens. Pt prognosis reported as good.